Event description:
It was reported that the patient received inappropriate shocks due to noise. Lead was explanted. Patient was well after procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the distal portion measuring 41.0cm was returned for analysis. External insulation abrasion was noted at 13.5-14.0cm from the distal end. The etfe coating was intact at this location. External insulation abrasion was noted at 7.0-8.0cm from the distal end. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.